Event description:
It was reported that rv lead had high lead impedance which activated an audible patient alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that rv lead had high lead impedance which activated an audible patient alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.it was reported that rv lead had high lead impedance reading (greater than 1000ohms), which generated an audible "patient alert", when connected to device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.